Event description:
It was reported to philips that the free space was low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer but the patient had no impact on the procedure since all images were uploaded to servers. Philips field service engineer (fse) inspected the system onsite and confirmed that images were not automatically saved, patient data was deleted. Review of the system log file showed that the ip pc couldn't communicate with the fdc and the storage space was low. To resolve his issue, fse replaced ippc (image processing pc).the defective ippc was returned to philips for analysis and found that cmos battery was missing. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on investigation outcome.